Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-07228. The same patient is represented in each medwatch.

Manufacturer narrative:
Lawyer-filed report (B)(6). The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic floor prolapse. It was reported that the patient had a concurrent procedure of a total abdominal hysterectomy, abdominal sacrocolpopexy, paravaginal repair, posterior colpopexy, cystourethroscopy, and suprapubic catheter placement performed during mesh implantation. It was reported that following insertion the patient experienced chronic pelvic and vaginal area pain, protrusion, pungent vaginal odor and discharge. It was reported that the patient had a cystoscopy performed during an additional mesh implantation on (B)(6) 2009. It was reported that the patient underwent mesh revision/removal on (B)(6) 2012. No additional information was provided. (B)(4).